Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a damaged battery cap, a crack in the casing, evidence of moisture ingress, and leaks due to casing damage. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap and compartment threads were damaged and the cap did not secure properly; however, the cap maintained power to the pump. The pump casing was also cracked near the display, and evidence of moisture ingress was found in the battery compartment. A leak test was performed and failed due to the battery compartment crack and the casing crack. (B)(6).